Manufacturer narrative:
Investigation of this event is ongoing, pending device return for engineering evaluation.

Event description:
During a transfemoral tavr procedure, 26mm commander delivery system ruptured during full inflation. Bav was done with a 17mm non-edwards device. During deployment, the commander delivery system balloon burst during full inflation. It happened when the valve was fully deployed, while doing the 3 seconds count. The s3 valve was deployed in good position with no paravalvular leak (pvl) and no central leak. The team experienced difficulty when trying to get the device out, the balloon crimped up on itself outside of the sheath and would not go into the sheath. They tried to pull out the delivery system and sheath as a unit, but the sheath and part of the delivery system came out of the patient. Part of the balloon was still inside the vessel. Once outside of the patient, 2 pieces of the balloon detached from the catheter. They did a small cutdown on the tissue to be able to see the artery (the vessel was not cut). They were able to easy pull out the balloon from the artery and perclose the vessel. Post angio showed no issue with the distal flow of the artery. The patient remained stable throughout the procedure. The aortic annulus area measured 476mm2 with moderate calcification, mostly on the leaflets.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The delivery system and sheath were returned to edwards lifesciences for evaluation. The following was observed upon visual inspection: inflation balloon burst both longitudinal and radial. Unable to confirm if any balloon pieces were missing given condition of balloon. The balloon piece shown on post procedure picture of the device was not returned. The spring was stretched. Balloon shaft strain relief and handle strain relief were bunched together. Slight bend in guidewire shaft. No other abnormalities were observed on the delivery system. No functional testing was able to be performed due to the condition of the returned device (balloon burst). Accurate measurements of the balloon wall thickness at different locations along the tear were unable to be measured due to the condition of the returned device (balloon was heavily wrinkled). A device history record (DHR) review did not reveal any issues that could have contributed to the reported event. A lot history review did not reveal other similar complaints for balloon burst or delivery system withdrawal difficulty through the sheath. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the reported balloon burst with subsequent withdrawal difficulty was confirmed based on the condition of the returned devices. No manufacturing non-conformance was identified during the engineering evaluation. Available information indicates that patient factors (calcification) may have contributed to the balloon burst. The burst balloon likely resulted in difficulties withdrawing the delivery system balloon into the sheath. This scenario can cause the balloon component to drag or catch onto the sheath distal tip during retrieval and contribute to the difficulty retracting the device through the shaft. Alternatively, other patient/procedural factors that can contribute to difficulty retrieving a device include the following: patient vascular calcification / vascular tortuosity. Sheath insertion angle. (B)(4) coaxiality of the device being retrieved. Position of the flex tip on the delivery system during retrieval (procedure instructs the use to ensure flex tip is still over the triple marker). Residual fluid in the inflation balloon post thv deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of complaint history revealed that the occurrence rate does not exceed the (B)(4) 2016 control limits for these trend categories. No corrective or preventative actions are required at this time.